Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5037354) in united states on 24-sep-2014 who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2007 essure was inserted (according to the consumer´s narrative, essure was inserted in 2002; discrepant information). In 2013 the consumer started experiencing continually swelling in her legs and knee with great pain. The rheumatologist did not find anything wrong, so, she went to the gynecologist. On (B)(6) 2013 essure was removed and a hysterectomy was done. According to the consumer, it was the best thing she did. She was with no pain and no swelling after essure removal; she felt the best she had in a long time. An injury (serious important medical events) was mentioned but not specified and /or assigned to one of the events. Follow up information from 13-oct-2014: ptc (product technical complaint) result was received. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events is a are not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced swelling in her legs and knee with great pain. All reported events were considered serious due to medical importance. Pain is listed according to essure reference safety information while swelling of legs and knee is unlisted. Swelling of extremities may be associate variety of clinical conditions, such as rheumatologic diseases, heart failure and cirrhosis. In this particular case, the consumer consulted a rheumatologist and no reason for the reported events was found. Later she was submitted to a hysterectomy and stated that pain and swelling recovered. Although essure has a local action at fallopian tubes and consumer's symptoms may occur due to several clinical conditions; given the positive temporal relationship and dechallenge a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as an incident since essure was surgically removed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information will be sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 04-nov-2014: despite follow-up attempts, no response was received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced swelling in her legs and knee with great pain. All reported events were considered serious due to medical importance. Pain is listed according to essure reference safety information while swelling of legs and knee is unlisted. Swelling of extremities may be associate variety of clinical conditions, such as rheumatologic diseases, heart failure and cirrhosis. In this particular case, the consumer consulted a rheumatologist and no reason for the reported events was found. Later she was submitted to a hysterectomy and stated that pain and swelling recovered. Although essure has a local action at fallopian tubes and consumer's symptoms may occur due to several clinical conditions; given the positive temporal relationship and dechallenge a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as an incident since essure was surgically removed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.